Event description:
The account stated that the bed is not working. The bed will not move up or down.

Manufacturer narrative:
The rental bed was replaced at the account. Repairs have not been completed.